Manufacturer narrative:
Based on the claim against the product by the customer noting the system was experiencing a recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable malfunction due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the system was experiencing a recoverable fault on universal surgical manipulator (usm) 3. The site was in the process of using the instrument release kit (irk) to remove an instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed 23118 error code. The tse had the site do a hard restart of the patient side cart (psc), but the issue persisted. The tse advised that usm 3 was no longer available for use. The surgeon was moving on with three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was completed with three arms robotically. The procedure was delayed by 30-40 minutes due to all the troubleshooting. The instrument they were using was not clamped on tissue. The irk tool worked and did release the instrument. There was no additional bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The usm was analyzed/tested on an in-house system and failed in normal mode, as the error 23118 was triggered. Additionally, the usm was tested on a patient side cart fixture test platform (pftp) and failed the chipencoder virtual absolute (cva) characterization test, the insertion cva fcc was swapped with a new one and the error went away. The original insertion cva fcc was reconnected, and the error returned. The insertion cva pca assembly will be replaced as a fix. As a precaution the cannula flat flex cable (ffc) will also be replaced. The complaint regarding ¿a recoverable fault on universal surgical manipulator (usm) 3¿ was confirmed based on failure analysis which indicates that the device did contribute to the customer reported issue.